Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6), female, pt, who received triple salt dental adhesive gel (super poligrip extra care with poliseal - (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the pt started triple salt dental adhesive gel. At an unknown time after starting triple salt dental adhesive gel, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive gel was discontinued. At the time of reporting, the event was unresolved. Super poligrip extra care with poliseal is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).